Event description:
It was reported that loss of capture and dislodgment were noted one the patient's right ventricular (rv) lead. The physician elected to explant the rv lead. The patient's condition remained stable.